Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties could not be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use of a 3.0x23 mm rx xience xpedition stent delivery system (sds), when removing the protective sheath, resistance was felt and the stent dislodged from the balloon and remained inside of the protective sheath. The device was not used and there was no patient involvement. A new same size xience xpedition sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.